Manufacturer narrative:
(B) (4). The device has not been returned to the MFR.

Event description:
When the doctor implanted the valve, the peritoneal catheter was broken to two parts near the distal connector, and the distal connector was disconnected with valve. The device did not have pt contact.